Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and head-neck nonmalignant pain. It was reported that the implantable neurostimulator (ins) battery area feels warm. The patient was directed to notify their healthcare professional about the warm at their ins site and whether or not the issues resolves by replacing the belt and antenna.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.